Event description:
Two hrs into treatment pt complained of cramps, backpain and being cold. Temp. Up to 98.8 (97.6 pre) pt taken off dialysis early and admitted to hospital. Temp spiked to 102.2 degrein e.r. Wbc on admission was 22,000